Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were returned for evaluation. Product testing was performed and defect found: physical defect of strips; discolored grey pads. Root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for physical defect of the ketone test strips. Customer stated she had just purchased 100 count (two vials) of the ketone test strips. Customer stated the test strips in one vial were grey in color and the test strips in the other vial were pink/flesh tone in color. Customer stated she had not used any of the test strips from the vial where the test strips had been grey in color. The package had not been open or damaged when received by the customer and there was no evidence of the product being used previously. The test strip manufacturer¿s expiration date is 08/16/2022 and customer stated she is storing and handling the test strips correctly (location undisclosed). The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. Customer declined to perform a test during the call.